Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button on the pump was stuck, preventing the customer from accessing the pump features. The customer was able to access the pump features by plugging the pump into a power source. The customer's blood glucose level was 220 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.